Event description:
It was reported that; during surgery, the shaft of the screw deformed when it was inserted to the patient bone because the patient bone was so hard. The surgeon used other screw.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no anomalies were found. The stryker rep reported that the tap was not used to prepare the pedicle prior to implantation and that the bone quality was very hard. As instructed per the stg, "the preparation of the screw hole should follow the steps below, using the appropriate drill bit and tap conclusion: the root cause is not using the drill to prepare the screw hole as instructed in the stg.

Event description:
It was reported that; during surgery, the shaft of the screw deformed when it was inserted to the patient bone because the patient bone was so hard. The surgeon used other screw.